Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected in dwell and the homechoice was alarming. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the baxter homechoice operator's manual patients are advised of the proper disconnect and reconnect procedures.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation, and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 4 of 6 on the home choice (hc). The home patient (hp) disconnected in dwell and the hc was alarming. The hp reconnected to the patient line. The technical service representative (tsr) explained and alarm and assisted the hp to clear the alarm by turning the hc off/on. This was followed by a se 2367. The hp turned the hc off/on to get back to the press go to start prompt. The hp would contact the registered nurse (rn) and finish with a manual bag. There was patient involvement. No patient injury or medical intervention was reported.